Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the system controller alarmed for a power cable disconnect when the patient moved a certain way, which indicated the battery power disconnected. The issue only occurred on the black power cable side. A system controller exchange was performed and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was able to be confirmed via review of the log file; however, was unable to be reproduced during testing. The heartmate ii system controller (serial number: (B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 3 days (09feb2022 ¿ 11feb2022 per timestamp). The controller recorded intermittent power cable disconnect alarms that were associated with a power source exchange due to power cable faults, occurring on the black power cable. The power cable disconnect alarm activated with these events as well. None of the atypical power cable disconnects occurred during power source exchanges. These atypical alarms occurred intermittently at the time stamps of 10feb2022 from 19:52:35 ¿ 22:19:33, and from 11feb2022 at 09:02:14 ¿ 14:31:18. The driveline was disconnected on 11feb2022 at 14:41:25 and the controller was shut off at 14:41:52. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. The controller was able to operate a mock loop and function as intended. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: pcx-17634) and was found to pass all manufacturing and quality assurance specifications. Heartmate ii instructions for use (IFU) section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use section 2 entitled ¿system operations¿ and heartmate ii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.